Manufacturer narrative:
Deroyal requested add'l info regarding the pt and healthcare worker's interaction with the device and have not received an acknowledgement of our request from the facility report the device malfunction. Deroyal initially advised the vendor of the circumcision clamp of the reported complaints and asked for an investigation and written conclusive eval. The request included documented and validated corrective and preventive actions to be taken by the vendor to preclude further clamp problems. The vendor's investigation, once received, advised that the wrong materials, pewter instead of brass, had been used in the manufacture of certain lots of circumcision clamps shipped to deroyal. The error could not be detected visually, however, it can be detected by metal analysis. The vendor of the circumcision clamp advised deroyal that his contract MFR will be changed due to the materials error; however, in an effort to help assure quality of our device offerings, deroyal industries, inc., has chosen to select a different vendor.

Event description:
During a procedure, a circumcision clamp broke. The clamp was tightened by the physician and the clamp broke releasing the child's penis. The newborn bled and needed required pressure to be applied at the side. The pt experienced increased pain and required an add'l circumcision.